Event description:
It was reported to philips that the system geometry computer was intermittently restarting on its own, preventing the geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected system remotely and confirmed that the system geometry computer was restarting intermittently on its own. The philips field service engineer (fse) visited system onsite and found patient table was getting unlocked intermittently. Upon troubleshooting, the fse found the lan cable that was connected between suite pc and giu pc was having an intermittent lan connectivity issue. The review of system log files also pointed the lan cable connectivity issue. To resolve the issue, the fse replaced lan cable and observed the system for a day, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.